Event description:
Patient used the bed control to raise the bed when they heard a popping sound and, noticed smoke coming from under the bed. Bed started to smoke. Staff removed patient from room. Staff then unplugged the bed and put the fire out with extinguishers. Bed was returned to facilities for examination. Capacitor needed to be replaced.====================== health professional's impression======================age of bed